Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial being sent). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported events were not reproduced even after long term testing. In addition, the following non-reportable malfunctions were found during the device evaluation; the optical fiber bundle at the distal end of the device was damaged and the cover glass was cracked. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable exhibited purple image- error message e104. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.